Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of diaphragmatic stimulation and phrenic nerve stimulation five days post implant. A chest x-ray noted the left ventricular (lv) lead tip was more proximal than post operative. The lv lead was reprogrammed. The patient returned to the clinic the following month with increased threshold and stimulation. The lv lead was reprogrammed. The patient presented to the emergency room the following week with diaphragmatic stimulation. The lv lead was programmed off and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that during lv lead replacement, while trying to cannulate the coronary sinus with catheters, the coronary sinus was dissected and a perforation occured. The catheters were removed and an epicardial lead was placed at a later date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead was explanted and replaced.

Manufacturer narrative:
Life threatening should not have been checked for this product. If information is provided in the future, a supplemental report will be issued.